Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) and chr(complaint history record) review cannot be completed for the given serial number (B)(4), as there was no information available in sap for the particular serial number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: caller getting an air-in-line error on her 8100 module during pm testing. Sn: (B)(4). Case resolution: recommend to replace the ail sensor. Gave part number and biomed ended call.